Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: product packaging was open. Product was unsterile. Before use.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: thirteen samples were provided to our quality team for investigation. Upon visual inspection, the sealing cord is missing and the packaging is open, verifying the reported incident. A device history review was performed for reported lot 2410118; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed, the sealing cord is properly formed and no open seals were found. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the this event were identified during these inspections. While we cannot identify a direct issue, we can confirm this occurred during the packaging process. Manufacturing personnel have been notified if this incident. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.